Manufacturer narrative:
Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/17/2019, electrode belt: 07/07/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly at home prior to passing. It was reported that an ambulance was called to the patient's home on the day of passing. Per clinical review of the available ECG data, an arrhythmia was detected at 16:16:37. ECG shows asystole with motion artifact. The patient was in an idioventricular rhythm at 20 bpm degrading to ventricular fibrillation (vf) with low amplitude cardiac signal. The vf then self-converts to vt at 140 bpm. The patient was in vf for approximately 1 minute 18 seconds before self-converting to vt at 140. The rhythm then slows to vt at 110 bpm. Lastly, the patient was seen in an idioventricular rhythm at 90 bpm degrading to asystole with CPR/motion artifact from approximately 14:46:36 until the electrode belt was disconnected at 16:16:58 on (B)(6) 2020. The device properly detected vf. However, oversensing of low amplitude cardiac signal prevented the lifevest from treating the patient. The amplitude of the vf reduced to almost asystole levels and the fundamental frequency slowed to less than 2.5 hz, which is the equivalent of being under 150 bpm. The patient's monitor was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.